Event description:
The filter (femoral) was unsheathed, unhooked, but the legs would not expand. Using the jugular approach, the filter was retrieved with retrieval set. Another filter was placed with no consequences to the patient. The physician originally thought the legs were crossed; however, upon observing the filter when it was removed, a yellowish/greenish substance was noted. It was believed the substance was on the filter when it was initially placed.

Manufacturer narrative:
Event evaluation: this event is still under investigation.